Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on unknown date the first week of (B)(6) 2023. The procedure was performed with local anesthesia. The magnetic resonance imaging (MRI) showed that the hydrogel appeared to be in the right place, but some of the hydrogel was in the area towards the midgland and apex, where it goes under the serosa. It was also noted that the hydrogel got very close to the mucosa, therefore, it was recommended to scope and hold off the radiation treatment if ulceration is found. At the time of this report is unknown if the physician will scope the patient, nor put in hold the radiation treatment. However, it was reported that the physician decided to treat with hypofraction. The patient condition is unknown at the time of this report.